Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 12.1mm, micl12.1, -8.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low valut. A longer length lens was later implanted and the problem resolved. " much better vault, but not perfect. Has some recurrent inflammation, resolved with steroids, vision excellent, patient very happy. Also, performed lris on the left eye at the time of exchange." If additional information is received a supplemental medwatch report will be submitted.